Manufacturer narrative:
(B)(4). Three batteries and one controller were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the controller in relation to the reported event. The reported event was confirmed via review of the controller log files, which revealed several occurrences of critical battery alarms and premature switching events prior to batteries reaching the 25% threshold. Analysis of the controller revealed that the device met specifications; the device passed visual examination and functional testing. The device was related to the reported event; however the event could not be replicated at the bench level. Heartware has opened an internal investigation to evaluate these types of issues. Based on the results of an internal investigation and field actions, no additional investigation of this event is required at this time for these batteries. The investigation determined that there is a potential for these batteries to malfunction due to faulty internal cells within the hvad battery pack. This potential malfunction likely contributed to the reported event. The most likely root cause of the reported power swit ching event may be a combination of a communication error between the controller and batteries with the potential to malfunction due to faulty internal cells. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported from germany by a patient that they have experienced power switching with the controller and batteries. It is noted that after a controller exchange the patient was still experienced the issue. The controller and batteries were exchanged from hospital stock with no reported consequences or impact to the patient.